Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an intermittent touchscreen.

Event description:
N/a.

Event description:
It was reported during setup the cardiosave intra-aortic balloon pump (iabp) touchscreen was unresponsive and it was intermittent. There was no patient involvement.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue in the iabp¿s diagnostic error log. To fix the issue, he replaced the touchscreen and display assy . The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.